Manufacturer narrative:
On 25 apr-2017 technical support discussed quality contorls ( qc) results with the cusotmer and advised them to use the target values. The probable cause of the event was quality control (qc)( ranges. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st sn# (B)(4), the control recovery high on prl, pa, cort for the past three weeks. Technical support discussed the reported event with the customer. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.